Manufacturer narrative:
During the device eval, the e-box was found to be damaged, which is a probable cause of the device not stopping immediately when the trigger is released.

Event description:
It was reported that during testing conducted at the MFR facility, the device would intermittently not stop running immediately after the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR's facility, there was no pt involvement and no delay to a surgical procedure.